Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through review of article initial experience and bench validation of the cleve prosthetic leaflet modification procedure during aortic and mitral valve-in-valve procedures. In, this case a patient with a 21mm carpentier-edwards magna valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tavr was performed with a 23mm non-edwards transcatheter valve.

Manufacturer narrative:
Added information to h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.